Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose test results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. On the evening of (B)(6) 2011, the patient reported blood glucose results of "220 and 50 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. The patient claimed she developed symptoms of shaky and cold sweats. The patient did not specify treatment received. On the early morning of (B)(6) 2011, the patient retested and obtained blood glucose results of "59 and 73 mg/dl" with the subject meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms correlated with the reported lfs meter results. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.